Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press sometimes they needs to press 2 to 3 times before it responds. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow and up arrow allows them to navigate screens. Customer stated block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.